Event description:
It was reported that following a surgical procedure the patient developed an infection and oozing of the site. The patient returned to surgery for drainage of pus. The physician believes the suture is responsible for the wound infection.